Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the broken device was confirmed. The clinical/medical investigation concluded that based on the information provided, the root cause of the reported patient symptoms and broken insert, is possible it is due to the knee trauma reportedly sustained while on an aircraft, specifically reported per case details as, ¿the patient experienced pain and discomfort initially and intermittent symptoms since including it feeling like it was locking up and some instability after he hit his knee on an immovable armrest on an aircraft.¿ the patient¿s current health status remains unknown. The patient impact beyond the reported symptoms and revision cannot be determined. Therefore, no further clinical medical assessment is warranted. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury. Based on this investigation, the need for corrective action is not indicated. Due to the fact that the event what caused by a hit, the contribution of the device to the reported incident could not be corroborated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a tka surgery had been performed on 2009, the patient experienced pain and discomfort initially and intermittent symptoms since including it feeling like it was locking up and some instability after he hit his knee on an immovable armrest on an aircraft. This adverse event was solved by a revision surgery on (B)(6) 2021, in which an unknown journey ii bcs knee insert was found broken. Current health status of patient is unknown.